Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had no delivery alarms and an empty reservoir when she woke up this morning. Customer stated that she was not alerted overnight at all. Customer stated that there is no low reservoir alarm in her history. Customer declined troubleshooting. Insulin pump will need to be replaced. Customer does not feel comfortable using the device. No further details given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.